Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that in two separate surgical procedures, a 7 french drain was placed (also refer to FDA MDR 0008010177-2014-00243) in this case, during a first stage microtia reconstruction on (B)(6) 2014, the tubing broke 5 to 7 days after placement. It was also stated that the drain broke at the place where they insert into the metal phalange. The patient required IV antibiotics for 4 to 6 days because the systems were open to air/environment and infection developed.